Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received replace battery now alarm and also received power error detected alarm. The blood glucose was unknown at the time of incident. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states there were not unattended alarms. Customer advised to replace the insulin pump and they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.